Event description:
It was reported that the arthroscopic wand was emitting metal shavings during a procedure. The facility was not able to confirm if all shavings were removed. The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The device was received with visible biological material on the distal tip and suction tubing; evidence that it was clinically used. The device was damaged on the distal end due to excessive use. The device was tested to verify that it was capable of maintaining a free flow of fluid (h2o) through the device and to verify that there are no signs of leakage. The fluid was not found to flow freely through the device and would not exit the device. No leaking was observed when performing this test. Following the flow test, the device was function tested using a generator. The device was able to connect correctly and securely to the generator. As the generator's foot pedals were pressed, the generator alarmed and displayed "output shortage". The device was swiped with a swab. Metal shavings were present in addition to biological material. The results of the visual and functional inspection determined that the reported event was confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: -use error (including user methods and technique). Instructions for use (IFU): -reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures where a conductive solution (e.g. Saline, ringer¿s lactate) is not used as an irrigant. -do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution. -high frequency electrosurgical equipment may interfere with operation of other equipment. Keep monitoring electrodes as far as possible from the surgical electrodes. -it is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation. -inappropriate use may result in shock and burn hazards to both patient and physician, or damage to medical equipment. -activating an electrosurgical device when it is not in contact with target tissue may cause capacitive coupling and inadvertent burning. -always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage.¿ the reported event will continue to be monitored through post-market surveillance.